Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the port access needle powerloc max 22g x 0.75inch (reference number (B)(4) ) had two leaks below the y-site on the extension set of the needle. Both were accessed for 3 days before the y-site began to break and leak. It was reported this occurred with two devices. This report addresses both devices.